Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Additionally, dissection is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that three xience v stents (two 2.5x08 and one 2.5x12) were unable to cross the heavily tortuous and heavily calcified left circumflex coronary artery. During the procedure, a dissection was noted. It is not known when the dissection occurred. A 4.0x8 xience v stent was able to cross the lesion and successfully treated the dissection. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.